Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received.

Event description:
It was reported that the patient received a "replace generator" message and the device is no longer providing therapy. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.